Event description:
Boston scientific received information that during a routine procedure to add a right atrial to this system, the physician noted that the header of the device was easily separated from the can. No events had been noted while the device was inservice; all testing had been within normal limits. The device was explanted and replaced. There were no adverse patient effects. A request for the return of the device has been made.

Event description:
The device has been returned.

Manufacturer narrative:
Upon receipt in (B)(4) laboratory, visual inspection confirmed the clinical observation of a separated header. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. The enhancements have decreased reports of this type.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.